Event description:
Info received indicated the head up valve is sticking, preventing the head section articulation from functioning.

Manufacturer narrative:
The technician found the head section in the flat position. He replaced the head up valve to repair the bed.